Event description:
It has been reported to the MFR that the balloon deflated during the case. Preparation of the device went fine. Inserted into the pt and inflated, deployed the stent and aspirated and large pieces of particulate were removed. Checked the floroscope and noticed that the balloon was slowly deflating. Some particulates went down stream and there was st segment elevation. Pt is fine.